Manufacturer narrative:
Sorin group rec'd a report from a customer that during a vein harvesting procedure, blue shavings were noticed inside the pt's leg. All of the debris was recovered. The bipolar device was changed out and the procedure continued w/o any further issues. There were no pt complications or injury. The bipolar was returned to sorin group USA for eval. The investigation is ongoing. A f/u report will be filed when the investigation is complete.

Event description:
Sorin group rec'd a report from a customer that during a vein harvesting procedure, blue shavings were noticed inside the pt's leg. All of the debris was recovered. The bipolar device was changed out and the procedure continued w/o any further issues. There were no pt complications or injury.